Event description:
It was reported that the catheter broke during removal.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and evaluation of the sample. Received one catheter for evaluation and investigation. Visual examination of the catheter revealed that it was overstretched and was broken at one of the infusion segments. The tip of the catheter was missing. The patient guideline insert I-flow has provided includes catheter removal instructions to ensure safe removal (1305285, rev. C). The patient guideline insert clearly cautions against forcefully removing the catheter and instructs to "gently pull on the catheter". In addition I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled; "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Based on this information received and the evaluation of the catheter received, the technique used in the removal of the catheter most likely contributed the reported incident. We reviewed our device history record, and all manufacturing operations were found to be within specification. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.